Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The technical support team provided pump reset information and assisted the caller with resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, an instruction the caller acknowledged and understood.